Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen tibial block and screw precoat cat#: 00598800527, lot#:60861587, nexgen rotating hinge knee femoral component cat#: 00588001601, lot#: 60960291, nexgen rotating hinge knee tibial component cat#: 00588000500, lot#: 61079924, nexgen femoral augment block distal only cat#: 00599003623, lot#: 60847851, nexgen stem extension straight cat#: 00598801020, lot#: 60527615 , palacos r 1x40 single cat#: 00111214001, lot#: 67634195, palacos r 1x40 single cat#: 00111214001, lot#: 67144194, cement restrictor cat#: 0100-308, lot#: c4097, nexgen rotating hinge articular surface cat#: 00588006026, lot#: 60650488. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00018, 0001822565 - 2018 - 00019, 0001822565 - 2018 - 00020, 0001822565 - 2018 - 00021, 0001822565 - 2018 - 00022, 0001822565 - 2018 - 00024. Product location is unknown.

Event description:
It was reported that the patient underwent revision procedure six years after initial left knee arthroplasty due to pain, swelling, loss of range of motion and metallosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.